Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed a skin overgrowth on the abutment, which was removed surgically (date not specified). The implanted device remains.